Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation, the belt was unable to communicate with a monitor. The root cause for the failure was the wires for the ECG c&d cable are broken. The root cause for broken wires was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was experiencing adjust belt messages.